Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off events on 01-jun-2024. The infusion set was in use for 5 days. No further information available